Event description:
It was reported that when utilizing the 1104hm catheter with cam02 monitor, it was working properly until the catheter was occluded. The catheter was flushed and after that the intracranial pressure (icp) read a negative number when closed for reading. Fluid filled transducer was attached to the external ventricular drain (evd) and zeroed and positive number 8 received on the transducer as well as the camino monitor. After opening to drain and then closed again, a negative number was still showing and they had to re-zero the transducer and when that was done, the camino monitor and transducer showed the same number. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.